Event description:
The complainant reported per the physician the patient on impella rp support has a possible perforation to the distal right pulmonary artery from the guidewire. Systemic heparin was stopped. The patient survived the event and was eventually weaned and the impella rp explanted.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for evaluation. Clinical details noted that patient had possible perforation to the distal right pa from guidewire. No vessel repair or blood products were given, systemic heparin was stopped. The root cause of the vascular damage - peripheral vessel cannot be determined as limited clinical detail was provided.